Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets had cracked tubing near the ports resulting in leakage. This was observed during patient infusion of total parenteral nutrition solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water tests were performed on the sample which revealed bubbles coming out from the check valve. It was observed that the check valve was not properly welded because the white part of the valve was separated from the outlet part of the valve. The reported condition was verified. The cause was determined to be due to raw material not in accordance with specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.